Event description:
A customer reported a cartridge alarm 29 that occurred during the load process. There was no reported adverse impact on customer's blood glucose level. The customer reloaded a new cartridge and was able to resume insulin delivery without further issues.